Event description:
On (B)(6) 2026, nakanishi became aware of dental assistant injury caused by a handpiece maintenance unit through a complaint input into the complaint database by a distributor (nsk america). The details nakanishi obtained are as follows: the event occurred on (B)(6) 2026. A dental assistant was performing the chuck maintenance on their handpiece using the icare handpiece maintenance unit (serial no. (B)(6)) before reprocessing. The assistant was lubricating the handpiece chuck using the chuck lubrication nozzle included with the icare when the nozzle shot off the connector unexpectedly and the tip of the nozzle punctured the assistant's finger. The dental assistant is reported to have healed from the injury without need for any additional medical treatment.

Manufacturer narrative:
The dental clinic declined to provide information about the dental assistant.